Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2019 at 6:00 am with blood glucose of 204 mg/dl. The significant event leading to the hospitalization is possible stomach bug. The customer was treated with fluids and antibiotics. Customer did receive a change sensor alert and sensor updating alert. The product will not be returned for analysis.